Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigation and a cause for the gripper actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with mr grade of 4. The clip was advanced to the mitral valve, however one of the gripper arms did not initially drop. Troubleshooting was performed and the gripper dropped successfully. The clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.